Event description:
The report received indicated that during a coronary procedure; the 2.00 x 15mm firestar balloon catheter was advanced in the pt. Two balloon inflations were conducted to 6 atmospheres (atm); however, on the third inflation, the balloon burst at 4 atm. The device was exchanged and procedure was completed with another balloon. There was no report of injury to the pt. The contrast to saline ratio used during the procedure was 50:50.

Manufacturer narrative:
The product is available for eval; however, as of to date it has not been returned. However, a device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Additional info will be submitted within 30 days upon receipt.